Manufacturer narrative:
(B)(4) - this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the tests performed on the returned lead identified the cause of the overload as described by the physician. A cut caused by a sharp tool was found at 54mm from the distal pin. As evidenced by the blood residue underneath the silicone sheath at this site and the "flash points" on the ICD can, the underlying conductor coil was no longer electrically isolated from the surrounding tissue and ICD causing a short circuit and the overload message. The cause of this cut is excluded as a mfg defect, because of the controls in place to disallow defects such as these. The specific controls in place are the air pressure hold test and visual inspections. Therefore, this cut was likely in inadvertently caused by the physician during the implant procedure. The analysis also attributed the damages sustained to the defibrillation coils, the rv microcable, multi-lumen silicone insulation and the detachment of components in the distal section of the lead to have been caused during the explant procedure. It was also noted that the lead was returned in two sections, as a result of a cut made by the physician at explant. These features are also not attributed to a mfg defect, since it is unlikely that the physician would have implanted a lead with such defects, and because of the visual controls in place.

Event description:
(B)(4): the physician reported, that 2 revisions have been performed after implantation due a shock overload warning given by the associated ICD. It was necessary for an external defibrillation to be given to the pt because of this. The entire ICD sys was explanted and replaced.